Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that while administering vaccinations leakage occurred with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: (3 of 3 complaints) customer stated that on several occasions (at least 5 times), they have been having issues with the syringe leaking medication while administering vaccinations. Customer stated that it has happened at least twice within the past week, but did not have specific dates for the past times; however, she did provide dates of (B)(6) 19 and (B)(6) 19 for two occurrences.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while administering vaccinations leakage occurred with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: (3 of 3 complaints). Customer stated that on several occasions (at least 5 times), they have been having issues with the syringe leaking medication while administering vaccinations. Customer stated that it has happened at least twice within the past week, but did not have specific dates for the past times; however, she did provide dates of (B)(6) 2019 and (B)(6) 2019 for two occurrences.